Event description:
A customer reported to baxter (B)(4) an extension set in which a leak was observed. According to the report the leak was observed at the connection between the male luer and the tubing. There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a tear in the tubing. An underwater pressure test was conducted at 8psi and a leak was observed from the tear. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. This issue is being investigated through CAPA.